Manufacturer narrative:
The insulin pump had no excessive "no delivery" alarm during testing. The pump was received with normal operating currents. The pump also passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test. The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm twice today and is receiving another no delivery alarm after troubleshooting. Customer's blood glucose was 407 mg/dl. Customer treated with a manual injection. Customer's mother mentioned that since (B)(6) 2016, the customer has been having no delivery issues with the pump. Customer's mother requested a replacement pump since she had this issue before. Customer's mother was advised that ordering a replacement cannot guarantee this will resolve the issue. Customer's mother stated that they have changed everything out 3 times and received 3 no delivery alarms today. Customer no longer has the previous infusion sets available. In a previous call, the customer's blood glucose was 231 mg/dl at the time of the incident. Troubleshooting was performed and the insulin did exit the tubing. Caller was advised that the pump was working as designed.